Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive motor stall and failure to infuse while the user¿s blood glucose was 340 mg/dl; the agent verified charge status, restarted the device, performed a dry run that passed tubing fill to 120 units without alerts, then instructed a full rewind and supply change using new components before resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included none. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and linked the event to a motor component issue consistent with a stalled motor and failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.